Manufacturer narrative:
The issue is being investigated by the manufacturing site. Device not returned to the manufacturing site.

Event description:
On 3rd september getinge became aware of an issue t with one of the accessory, namely return conveyor rc-002 ,used with washer-disinfectors developed by getinge disinfection ab. As it was stated, the loading racks failed the stop, pushed each other what resulted in a situation that one rack fell onto the floor. The event did not lead to a serious injury or death, but we decided to report this complaint based on the potential and in abundance of caution.

Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to find several customer product complaints registered in the getinge complaint handling systems for issues where the cart fell from the unloading systems due to various reasons. In one previous case a serious injury occurred, therefore we decided to report this complaint based on the potential. When the event occurred, the device did not meet its specification and it contributed to event. Upon the event occurrence the device was not being used for patient treatment. During the investigation course, we were able to establish that the cart fell down due to the transport rollers not stopping after the cart reached the end of the unloader. The rollers faulty behavior was most likely caused by the misassemble of magnet kit on the racks, causing the sensor not recognizing the cart position and not providing a feedback, stop impulse, to the rollers motor. The issue occurred during the installation and testing process performed by getinge technicians on the customer site before first use of the device. No customer or end user was exposed to the issue and the issue was captured during pre-use testing ¿ which is what such testing is for. The technician was able to replace and assemble the magnets correctly and repair the unit immediately. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number: (B)(4).